Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 pza kit, one (1) patient result is suspected of being falsely resistant to pza. The customer noted there has been an increase in the frequency of false resistance results to pza. The patient's sample was sent to the national reference center for mycobacteria for additional testing and the customer is awaiting the result. Phenotypic and genotypic susceptibility testing is performed for the confirmation of results. There were no health impact or consequences reported. This is report 4 of 6.